Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. No patient involvement. Event date: unknown. Device is an instrument and is not implanted/explanted. Device was received by the manufacturer on an unknown date. A service and repair evaluation was completed: the customer reported the screw was missing. The repair technician reported missing parts as the reason for repair. The cause of the issue is unknown. The following parts were replaced: blade screw. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Service history review: lot #3105674 no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 19-mar-2009. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part was reported as returned on an unknown date on previous medwatch; date part was initially returned was identified on june 07, 2015device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the retractor handle, synthes evaluation equipment failed inspection; there was a missing screw. No surgical information available. This is report 1 of 1 for (B)(4).